Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9309141. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866010] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0027932. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871403] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 pl/wg had foreign matter on the tip. This was discovered during use. The following information was provided by the initial reporter: material no: 928856 batch no: 9309141, 0027932. It was reported the needles appear bent at the tip prior to injection, the customer can't determine for sure if needle is bent or something is on the tip, sometimes may experience pain during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9309141, medical device expiration date: 2024-12-31, device manufacture date: 2019-11-05, medical device lot #: 0027932, medical device expiration date: 2025-02-28, device manufacture date: 2020-01-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 pl/wg had foreign matter on the tip. This was discovered during use. The following information was provided by the initial reporter: material no: 928856 batch no: 9309141, 0027932. It was reported the needles appear bent at the tip prior to injection, the customer can't determine for sure if needle is bent or something is on the tip, sometimes may experience pain during injection.